Event description:
It was reported that the posterior fixation from l2 to s was done at (B)(6). At (B)(6), the screw head was came off from the screw was confirmed at CT. However, the patient had no symptoms and the revision was not done. The part of the complaint was l3 or l4.

Manufacturer narrative:
Method: risk assessment. Result: the reported event was confirmed via email correspondence with the sales representative and CT imaging. The CT image shows tulip head of one of the screws disengaged. The tulip head of another screw in the image remain intact with the shaft. The product is still implanted, and lot number was not provided. Therefore device inspection and device history review could not be performed. The root cause of this reported event could not be determined conclusively.

Event description:
It was reported that the posterior fixation from l2 to s was done at (b(6). At (B)(6), the screw head was came off from the screw was confirmed at CT. However, the patient had no symptoms and the revision was not done. The part of the complaint was l3 or l4.